Manufacturer narrative:
As soon as ellex medical became aware of the incident, the calibration of the laser system and alignment of the optical paths was verified by ellex service through a paf (product acceptance fault record). All the parameters in alignments check including offset in the paf are within the acceptance criteria which proves that the device is not at fault and is performing within the normal specifications. The general device aspects with respect to usability, instructions for use and the risk controls were evaluated. Adequacy of device design: indications of parameters relevant to safety: anterior and posterior offset located on the laser head control knob are letter and colour coded. Accuracy of controls: offset range is well defined with the required tolerance. Adequacy of labelling: operator manual includes sufficient instructions, warnings, precautions for the safe use of the device and the labelling is considered adequate. Risk management: review indicated that the risk control measures (ra tango reflex-08) are adequate and within the normal use risk levels are acceptable. Customer complaints: the device has been in use for 29 months with no untoward complaints. Patient monitoring: compressed the eye and stopped bleeding. After a while, photocoagulated using pc.

Event description:
The event occured in (B)(6), doctor was treating a floater on a patient, resulting in retinal haemorrhage between 3.0 to 4.0 mj.

Manufacturer narrative:
As soon as ellex medical became aware of the incident, the calibration of the laser system and alignment of the optical paths was verified by ellex service through a paf (product acceptance fault record ) attached. All the parameters in alignments check including offset in the paf are within the acceptance criteria which proves that the device is not at fault and is performing within the normal specifications. The general device aspects with respect to usability, instructions for use and the risk controls were evaluated . 1) adequacy of device design : a) indications of parameters relevant to safety : anterior and posterior offset located on the laser head control knob are letter and colour coded . B) accuracy of controls : offset range is well defined with the required tolerance. 2)adequacy of labelling : operator manual (included in attachment) includes sufficient instructions , warnings , precautions for the safe use of the device and the labelling is considered adequate. 3) risk management : review indicated that the risk control measures ( ra tango reflex-08 in attachment) are adequate and within the normal use risk levels are acceptable. 4) customer complaints : the device has been in use for 29 months with no untoward complaints. Patient monitoring : compressed the eye and stopped bleeding. After a while, photocoagulated using pc this is a follow-up event and the doctor was recommended to complete a laser training and the training certificate has been included.

Event description:
This is a follow up report. The event occured in japan, doctor was treating a floater on a patient ,resulting in retinal haemorrhage between 3.0 to 4.0 mj.this report is made by ellex without prejudice and does not imply any admission of liability for the incident or its consequences.